Event description:
It was reported that non-sustained lead noise episodes due to myopotential oversensing was observed. Sensing latency between near-field and far-field resulted in incorrect diagnosis of non-sustained lead noise. Programming changes were recommended. The device remains implanted. Patient is in good condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.